Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the patient presented for a device upgrade. The lead was explanted and replaced as the impedance was increased but stabilized after programming change. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Only the distal end of the lead was returned. The reported event of high pacing impedance was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion was noted at 10.4 cm to 10.9 cm from the distal tip consistent with lead friction to another device or feature of the heart. The insulation abrasion breached the non-functioning cable lumen with an abrasion noted to one of the etfe cable coatings.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up via remote, a sudden increase in pacing impedance was observed on the right ventricular lead back in (B)(6)2019. The value was plateaued in august. Programming change was made. The patient was stable and will continue to be monitored.